Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing and noise. The rv lead remains in use and no intervention was planned. The physician will be monitoring the lead and reassess the situation in several months. No patient complications have been reported as a result of this event.